Event description:
The manufacturer's representative reported a pump reservoir volume discrepancy. The estimated residual volume (erv) was 0.3 ml and the actual reservoir volume (arv) was 18 ml. The patient has had a return of symptoms during the last refill interval, but specific information is not known at this time. Troubleshooting options are being considered by the hcp. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.